Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. No physical damage was noted on the returned product. No evidence of biomaterial was found on the purge gap. The pump was tested in a bucket of water without any abnormalities. Data log confirm that while running at steady p-level, pump flow dropped and became non-pulsatile, with active impella position alarms in the aorta and ventricle. Low or blocked pump flow / device in wrong position: no issue was found on the returned pump. The cause of the low pump flow issue was most likely related to improper positioning, based on data log review and clinical details. However, the cause of the positioning issue was not determined without sufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient was on bipella support. The 1st impella cp had a positioning / low flow issue a couple days into support and it was replaced. Bipella support continued. Two days later, the patient had presumed heparin-induced thrombocytopenia (hit) attributed to the rp flex. However, before the test results could confirm, care was withdrawn and the patient then passed away. The decision to withdraw care was not attributed to the hit. In this case the patient's underlying condition contributed most to the demise outcome. Note: h6 investigation type/findings/conclusion remains unchanged. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
The complainant reported a patient was implanted with an impella cp and an impella rp flex for mechanical circulatory support. It was reported that the impella was alarming in ventricle and then aorta without movement. Got x-ray showing impella catheter further back than that morning. Unable to flow higher than p1 and getting 0.9 l/min. Ic called to reposition bedside but echo windows not great and unable to flow higher than 0.9 l/min with repositioning attempts. Decision to remove and leave peel away sheath in to be closed in the morning. The pump was replaced and the patient later expired. This report is for the impella cp. The death will be reported on the impella rp flex (serial number (B)(6)).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.